Event description:
It was reported that during a surgical procedure, the drill came unsnapped twice during cutting. The tech snapped it back in and double-checked to make sure it was locked in properly, but it still came unsnapped a second time. The tech snapped the drill back in both times. The cut model showed that had cut more than they were supposed to, so to finish the posts, they cut with the control off. No patient injuries reported beyond this event. Results of the investigation have concluded that there was no malfunction confirmation; therefore, there is no objective evidence that indicates the existent of a malfunction related to the event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. Functional inspection did not reveal any issue with the handpiece or long attachment. The long attachment showed signs of wear and was slightly easier to unsnap the drill when used with other handpieces vs new long attachments but it would not detach from a glancing touch, it still needed to be rotated out. There were no problems found with the handpiece. The root cause was established to have no problem found.